Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the keypad was observed to be peeling at the contrast button. The up and down buttons were intermittently unresponsive. The ok and contrast buttons responded properly. The keypad was removed and the up button contact was observed to be inverted and the contrast button contact was missing. Contamination was observed under all of the button contacts. A crack was observed along the battery compartment. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast. The dim display was replaced with a new test screen and contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up/down arrow buttons were intermittently unresponsive. The reporter stated she noticed the alleged keypad issue a few days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.